Event description:
Same case as MDR 6000089-2006-00051. Three hundred and twenty four days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr). The index procedure treated two target lesions. Target lesion 1 was a 2.5 mm vessel diameter, 70% stenosed region of the proximal circumflex artery (cx). The lesion was 8.0 mm in length, was mildly tortuous with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x24 mm drug eluting stent and one taxus express2 8.8% 2.5x8 mm drug eluting stent without complication. Both taxus stents overlapped. Residual stenosis was 0% following post dilation. Target lesion 2 was a 2.5 mm vessel diameter, 90% stenosed region of the proximal left anterior descending artery (lad). The lesion was 32.0 mm in length, was mildly tortuous with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8 % 2.5x12 mm drug eluting stent and one taxus express2 8.8% 2.5x8 mm drug eluting stent without complication. Both taxus stents overlapped. Residual stenosis was 0% following post dilation. The pt was discharged from the hospital 1 day post index procedure receiving asa and plavix. The site reported that 324 days post index procedure the pt underwent a tvr of the proximal cx. The physician treated the target vessel with one taxus express2 8.8% drug eluting stent. In the opinion of the physician there was a probable relationship between the taxus stents and the tvr. The pt was discharged from the hospital 1 day post tvr in satisfactory/good condition.